Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report filed, additional reported information received: the additional grasping attempts were made due to an insufficient mitral regurgitation (mr) reduction and not due to difficulty grasping the leaflets. No additional information was provided.

Event description:
This is filed to report the failure to raise the grippers and the suspected gripper line break that occurred during use with the clip delivery system (cds) and has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve leaflets. The clip was opened and advanced to the left ventricle (lv). An attempt was made to grasp both leaflets but was unsuccessful. The clip was retracted into left atrium (la) and perpendicularity was achieved again. An additional attempt was made to grasp the leaflets, but was unsuccessful. The gripper lever was retracted and the clip was opened to inverted arm position, but there was no confirmation that grippers were raised. An additional unsuccessful attempt was made to raise the grippers. Several movements were made retracting and forwarding the gripper lever in order to raise the grippers but no movement was observed. The angle of grippers was at approximately 180 degrees. The clip was closed and retracted into la and it was confirmed that grippers were still lowered at an angle. It was suspected that the gripper line was broken. The cds was removed from the anatomy and replaced with another cds. One clip was implanted and the mr was reduced to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The gripper line was observed to be broken at the clip area; therefore, the reported gripper line break was confirmed. As the gripper line was returned broken, the reported gripper arm actuation issue could not be replicated in the testing environment. Potential causes for gripper line break resulting in loss of gripper arm functionality can include, but are not limited to, patient conditions (tortuous anatomy), user technique / procedural conditions, or manufacturing anomalies. There is no indication that the manufacture of the device contributed to the reported event. With respect to patient conditions, user technique and/or procedural conditions, gripper line break resulting in loss of gripper arm functionality may be influenced by excessive anatomical tortuosity, over-rotation of the delivery catheter (dc) handle, or excessive manipulation of the clip. In this case, it is possible that while closing the clip during grasping, the gripper line became stressed resulting in a gripper line break; however, a cause could not be definitively determined. Based on the information reviewed and the analysis of the returned device, a cause for the gripper line break resulting in loss of gripper arm functionality could not be definitively determined; however, there is no indication of a product quality deficiency. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint-handling database identified no other incidents for the reported lot for the reported break in gripper line / gripper actuation issue. Based on the information reviewed, there is no indication of a product deficiency.